Event description:
Subsequent to the initial MDR, additional information was received indicating that the patient's chest pain was diagnosed as a myocardial infarction.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, restenosis, ischemia, myocardial infarction and nausea, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Although the product and its packaging were not returned, a review of the label attachments in the lot history record revealed an expiration date (use by date) of (B)(6) 2008, which is 365 months (or 1 year) as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly. Thus, based on the reported information and serial number, this device was used 2 days past the labeled expiration date. However, in march 2009, commercially available xience v product in the us received approval for a 2 year shelf life. Although it was reported that the specific unit involved in this case was expired at the time of use (labeled with 1 year shelf-life); a portion of this lot had been relabeled with the approved 2 year shelf life, having an expiration date of (B)(6) 2009. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the IFU states: do not use after the use by date. Use after the expiration date does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008. A 3.0 x 23 mm xience v stent was implanted in the proximal first obtuse marginal artery and a 2.75 x 15 mm xience v stent was implanted in the mid right coronary artery. On (B)(6) 2010, the patient presented to the emergency room with chest pain, dizziness and nausea and was re-hospitalized. The patient's defibrillator discharged x2. Electrocardiogram performed on (B)(6) 2010 revealed normal sinus rhythm and was suggestive of ischemia. Cardiac catheterization performed on (B)(6) 2010 revealed significant three vessel coronary artery disease in need of revascularization; the left main coronary artery with a 30% mid lesion present, the left anterior descending artery with 100% ostial lesion present, the circumflex artery with a 90% ostial lesion present, the second obtuse marginal artery with a 90% lesion, the ramus of the large vessel with a 30% proximal lesion present and the right coronary artery with 80% mid in-stent stenosis present. The patient underwent a coronary artery bypass graft on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v rx 2.75 x 15.other: clopidogrel, aspirin.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.